Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient disconnected themselves in their sleep and some of the fluid leaked out. The husband re-connected the patient to the second stay safe connector and continued treatment. The husband wanted to know if the cycler would continue to drain of they had to cancel treatment. It was explained that the cycler would drain normally as long as the patient gets to the 70% drain exit percentage and that the cycler would move on its own. The patient drained then bypassed to treatment complete because the patient started having drain pain. The husband was recommended to report the instance to the peritoneal dialysis registered nurse (pdrn) and confirmed the catheter was still in place. Upon follow up, the patient contact confirmed the reported event and stated the patient does toss and turn at night and stated the patient line somehow unscrewed from the catheter and caused some fluid to leak out. The contact stated it was unknown how the line unscrewed but stated it may have been attributed to the patient rolling around while sleeping. The contact stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per contact the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to be re-connected to the stay safe connector and resumed and completed the remaining treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The contact stated the patient's report of drain pain subsided by the morning and no allegation was made against the cycler. The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the set prior to the reported leak. The contact stated they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient disconnected themselves in their sleep and some of the fluid leaked out. The husband re-connected the patient to the second stay safe connector and continued treatment. The husband wanted to know if the cycler would continue to drain of they had to cancel treatment. It was explained that the cycler would drain normally as long as the patient gets to the 70% drain exit percentage and that the cycler would move on on its own. The patient drained then bypassed to treatment complete because the patient started having drain pain. The husband was recommended to report the instance to the peritoneal dialysis registered nurse (pdrn) and confirmed the catheter was still in place. Upon follow up, the patient contact confirmed the reported event and stated the patient does toss and turn at night and stated the patient line somehow unscrewed from the catheter and caused some fluid to leak out. The contact stated it was unknown how the line unscrewed but stated it may have been attributed to the patient rolling around while sleeping. The contact stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per contact the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to be re-connected to the stay safe connector and resumed and completed the remaining treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The contact stated the patient's report of drain pain subsided by the morning and no allegation was made against the cycler. The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the set set prior to the reported leak. The contact stated they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.